Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died and the relatedness of the death to the device is unknown. The last office visit had been approximately five weeks prior to death "and there is nothing noted." The cause of death has been requested and not received.

Event description:
It was reported the patient died and the relatedness of the death to the device is unknown. The last office visit had been approximately five weeks prior to death "and there is nothing noted." Follow up with the cardiologist reported the cause of death was congestive heart failure due to ischemic cardiomyopathy.